Event description:
Received an electronic report from a peritoneal dialysis patient who has reported when he disconnects the blue pin is not engaged in the catheter and the pin fell on the floor. The pt was called and his wife provided additional details on this event. According to them, the pin looked engaged or seated and when they disconnected, the pin came out of the catheter. The pt screwed a cap on the catheter end to close it. Also reported was that at that time, there was very little or no drainage of effluent. In 2007, the pt was started on vancomycin ip for peritonitis. The pt's rn was contacted and according to her, this pt was clamping both the pd tubing set as well as cath ext set and as a result the blue pin will not engage. She also reported he has a low albumin and has edema and is holding on to extra fluid. She also noted fibrin was present in the effluent and was also cloudy with poor drainage. A culture was obtained and vancomycin was prescribed and administered ip at that time. The pt was admitted to the hospital for no drainage three days later and is now on hemodialysis. The pt underwent surgery for poor drainage. It was reported scar tissue was removed but appears to be coming back. Is currently on IV vanocymcin and on hemodialysis and is improving. Sample is available for evaluation.